Event description:
Patient had lifesite explanted due to a tunnel infection. The facility commenced the infection algorithm but due to the patient complaining of severe pain the patient was referred to the vascular surgeon who decided to explant.